Manufacturer narrative:
(B)(4). Age at the time of event: 18 years and older. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed and observed that the body was kinked at 243.5cm and at 247.0cm approximately from the proximal end; furthermore, the spring tip observed to be damaged as the corewire was unraveled and broken. The spring tip could not be measured as it was severely damaged. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the wire was stretched. The target lesion was located in the left anterior descending artery (lad). A rotawire was selected. During preparation, the wire was found to be stretched. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good. However, device analysis revealed core wire broken.